Event description:
The user received incorrect phosphorus results for two pt samples. Of the data provided, the result for one pt sample was discrepant. The initial result was 10.7 mg/dl, repeat result was 3.1 mg/dl. The incorrect result was not reported out and no pts were adversely affected. No other assays were affected. The field service rep determined there was a problem with the reagent system and the r2 probe was out of alignment. He examined the unit, adjusted the r2 probe, checked the gear pump pressures, cleaned the rinse mechanism and checked the optics. He verified the analyzer operation with controls and repeat testing of pt samples.